Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The local rep reported that this device was implanted in (B)(6) 2014. The pt was seen in-clinic for a device check on (B)(6) 2015 due to delivery of inappropriate shocks. When the pt rolled onto her left side the gain on the electrogram diminished and oversensing occurred. Ts commented that based on troubleshooting results, the physician may elect to switch the sense vector to alternate. Ts explained that sensing issues may occur if the device isn't down to the fascia or if device has migrated. Subsequently, boston scientific received info that the local rep contacted ts again on (B)(6) 2015 to report that this pt had died on the evening of (B)(6) 2015. The cause of death was attributed to pulseless electrical activity (pea). The pt's death was not device-related as the pt suffered from several co-morbidities. The local rep confirmed that the device's sense vector had been reprogrammed to alternate 2x gain and sensing at the time appeared appropriate. The pt coded later in the day and despite emergency intervention, the pt could not be resuscitated and died. There were no allegations that the use of the device caused or contributed to the pt's death.

Manufacturer narrative:
(B)(4).

Event description:
At the request of the legal firm representing the family, the device was interrogated by a boston scientific's representative. A printout of the interrogation was provided to the legal firm and boston scientific's legal council.

Manufacturer narrative:
(B)(4). Stored data was uploaded and reviewed by boston scientific's technical services (ts). Boston scientific's legal department contacted a ts consultant to discuss further. Boston scientific's counsel was provided technical information about the s-ICD system. Ts commented about episodes #1 and #3 and how a flattening of signal morphology with changes in posture were associated with oversensing that resulted in delivery of two inappropriate shocks. Ts explained that the patient had been seen and the morphology changes were reproduced. At that time, the vector had been reprogrammed to alternate. The patient had a subsequent episode following vector reprogramming that was associated with a morphology change and delivery of an inappropriate shock. Counsel was informed that reprogramming of the vector had occurred between 9:00-10:00 pm on (B)(6) 2015. Counsel was provided reports that showed a variety of s-ecgs in various vectors that appears to have been stored in multiple postures as there were varying morphologies in each vector. Counsel inquired about further in-house discussions about this issue and whether this has been included in a trend. Counsel was referred to the post-market quality group to discuss further. Ts had general conversations about how morphology changes can occur, inappropriate shocks and pulseless electrical activity (pea).